Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their modular analytics ise device. The customer provided data for five patients, four of which had discrepant results that were reported outside the laboratory. The customer stated they identified the problem when a sodium result got stuck in auto-validation. The patient samples were initially tested as aliquot samples. Repeat testing was performed on the primary tubes. The first patient's initial sodium result was 126.0 mmol/l. The first repeat result was 137.9 mmol/l. The second repeat result was 138.2 mmol/l. The result was corrected to 138 mmol/l. The second patient's initial sodium result was 129.6 mmol/l. The first repeat result was 138.4 mmol/l. The second repeat result was 138.7 mmol/l. The result was corrected to 138 mmol/l. The third patient's initial sodium result was 131.2 mmol/l. The first repeat result was 139.9 mmol/l. The second repeat result was 139.8 mmol/l. The result was corrected to 140 mmol/l. The fourth patient's initial sodium result was 134.6 mmol/l. The first repeat result was 144.0 mmol/l. The second repeat result was 145.2 mmol/l. The result was corrected to 144 mmol/l. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer did not know if the patients were harmed by any action taken. The sodium electrode lot number and expiration date were requested but not provided. The field service representative went on site. He found that when running ises, bubbles were forming around the reference electrode. He found a lot of visible crystals in the area around the electrode. He performed cleaning and replaced the pinch tubing. It was noted the sprayer angle of the sample probe was crooked and cleaning did not help. The sample probe was exchanged. Cleaning was performed on the dilution cup, vacuum nozzle, and sipper nozzle. Three calibrations were performed and quality control was performed all with ok results. A definitive root cause could not be determined with the information provided.